Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 2 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.